Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported to support link they could not get the programmer to have connection to the device. That same day, they spoke with patient services and it is reasonable that patient services clarified this information. The patient¿reported getting "device not responding" and they were not able to connect with their ins to adjust their therapy settings. The patient stated that it had been working to connect, but has now "stopped working," and the patient was not able to connect with ins. The patient stated they were able to connect with the ins successfully before this issue started. The patient confirmed putting the communicator directly on the ins. They confirmed they could feel the ins and denied any recent trauma to their implant site or falls. The patient noted they had been putting the white side of the communicator against their implant initially. Patient services then reviewed positioning of the communicator on the ins, the patient positioned the communicator with blue side of communicator against implant site, but reported they were still getting "device not responding." The patient confirmed the communicator had not been dropped, damaged or wet and they continued getting device not responding despite repositioning com municator on the implant site. The patient confirmed the communicator was pressed against their implant site directly on their skin, noting the patient had been placing the communicator in the same spot where they had been able to communicate before. The patient was noted to have also been leaning on the call when trying to connect. Patient services reviewed repositioning recommendations and implant location, but the patient continued getting "device not responding." The patient did not have anyone with them on the call to assist so they were going to attempt to communicate once someone was available to assist them, otherwise they were going to follow up with their hcp if the issue persisted. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2021 the manufacturer's representative reported they tried another handset and communicator and still is unable to connect to the ins. The rep said they will x-ray to see if ins is too deep or flipped.